Event description:
Information was subsequently received that this lead was surgically abandoned. A new rv lead was connected to the device and produced out of range impedance measurements and high threshold measurements. The connection was extensively tested and confirmed to be appropriate. The new rv lead was tested through two pacing system analyzers (psa) and all lead measurements were appropriate and in range. As a result, the device was explanted and replaced. A new device was connected to the rv lead and all measurements were appropriate. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient presented to the hospital due to beeping tones from the device. When the device was interrogated, an error message occurred. The arrythmia logbook showed a ventricular tachycardia (vt) episode with ine shock therapy as a result of noise and a shock electrogram (egm). The shock episode was caused by noise on the right ventricular (rv) lead and the shock impedance measurement was less than 20 ohms. During that episode, the patient was in the hospital for radiotherapy. The daily measurements noted volatile changing of the rv stimulation and shock impedance measurements. It was not possible to measure the pacing threshold as it was greater than 6.5v, there was no asystole greater than two seconds noted. Boston scientific technical services (ts) reviewed the save to disk and noted the pacing impedance measurements decreased to less than 200 ohms the same week the shock impedance measurements were greater than 125 ohms. Ts noted radiotherapy may interfere with the electronic components of the device and may also cause degradation of the lead material that may lead to system issues. After completion of the radiotherapy, a lead replacement will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead fault was recorded on february 7, 2013 and confirmed that the device recorded a shock impedance measurements less than 20 ohms and a pacing impedance measurement less than 200 ohms. Shock lead impedance testing was performed and the device did not operate appropriately. External shorting of the lead(s) during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.

Event description:
Information was subsequently received that the error message was a shorted lead condition message.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.